Manufacturer narrative:
Samples in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
An ophthalmic surgeon reported that three handpieces emitted no energy or less energy than usual and cables were defective. No patient harm occurred. Time of the events is unknown. Additional information has been requested but not received.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. However the handpieces were returned for evaluation. The handpieces met specifications at the time of release. A visual assessment of the returned samples showed herniation near the handpiece strain relief, exposing the internal wires in one of the handpieces. The samples were connected to a calibrated system. The handpieces tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of data showed no tuning failures after a total of (B)(4) tunes for handpiece#1, (B)(4) tunes for handpiece#2 and (B)(4) tunes for handpiece#3. The stroke test found the handpieces to meet specifications. The reported ¿cable issue¿ was confirmed. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The handpieces were found to meet specifications. Therefore, the root cause of the reported low or no phaco power cannot be determined conclusively.